Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old of unknown gender undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient was unable to be weaned off the impella cp support due to a second sepsis with 39 °c (102.2 °f) fever. Following another sepsis and ventricular tachycardia, the patient expired on support. No information was provided on intervention used for sepsis or ventricular tachycardia. No allegation that device contributed to patient death.

Manufacturer narrative:
The investigation for the reported sepsis and ventricular tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the sepsis and ventricular tachycardia could not be determined.